Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became unresponsive during a supply change at the ¿press and hold¿ step when the user observed drops but could not select a response, after which a restart of the ilet from the phone app restored normal function and insulin delivery resumed. Symptoms included no reported adverse health effects. Outcomes included continued therapy without interruption after restart and no alerts or alarms. Investigation included customer troubleshooting and education with device restart guidance. Investigation of this case revealed a transient user interface freeze consistent with a temporary software or ui responsiveness issue that resolved with a reboot, with no hardware damage identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent software-related device behavior that is correctable by restart.